Manufacturer narrative:
Investigation findings: the complaint sample was returned to quality control. The product showed sign of wear and use. Some of the stitching is damaged; however all aspects of the material was caught well during the manufacturing process. The spi (stitches per inch) was reviewed for this garment and all fall within the current manufacturing specifications. Work in progress at manufacturing site was also inspected for stitching and assembly. No problems were found. We were unable to find any manufacturing errors that could have caused this. It was reported that the patient went over two side rails in process of falling. The sales representative verified this information with the customer. The customer was asked if this item was being used as a restraint. But the customer did not respond to this inquiry. We further inquired on the other incidents they reported, no response has been received at this writing. The fact that the patient was reported to have gone over two side rails is not consistent with roll belt being used as a reminder to patient to not get up unassisted. This item is contraindicated for patients who are highly aggressive or agitated. We have had one other such complaint for the bariatric version of this product back in december 2014. The root cause was determined to be a combination of product use/handling coupled and the stitching did not catch enough material when the product was assembled. The corrective action implemented was retraining of the manufacturing sewing personnel. In the case of the current complaint, not sewing error was found. The average complaint to sales ratio for or m1017-u self-releasing roll belts between january 2014 and august 2016 is (B)(4). Root cause: no manufacturing defect was found. The roll belt may not have been used as intended. Corrections: replacement product was requested and sent. Corrective action: there is no corrective action required at this time, there were no manufacturing defects found. Preventive action: there is no preventive action required at this time, there were no manufacturing error found. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
The quality issue details and the outcome details section copied below are responses given by the initial reporter to the deroyal complaint questionnaire. Quality issue details: date of occurrence: (B)(6) 2016. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Patient/end consumer. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: account is stating multiply reports of the stitching coming undone. On this one, the stitching failure caused patient to fall out of bed over 2 siderails. How was the quality issue was identified? By actual use. How was the product being used? Wearing the belt. Was it the initial use of the product? No. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: required medical attention to prevent impairment. Details of medical attention required to prevent impairment: had to help up off floor. Person(s) affected by outcome(s) checked above: patient. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? Don't know. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: na.